Event description:
It was reported that a flogard infusion pump had an unspecified alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The device was visually inspected and functionally tested. The reported condition of unspecified alarm was confirmed as an f-38 alarm. The cause of the reported condition was due to defective force sensing resistors (fsrs). To resolve the issue the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental MDR will be submitted.